Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patients ipg was getting hot when charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Correction to blocks b1, b5. Additional information provided in block e1. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patients ipg was getting hot when charging. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.